Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0lw7n, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for urinary dys functional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a lead was partially removed because it broke while attempting to remove it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.